Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high threshold measurements and high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. During explant of the lead, the physician noted damage to the lead that was felt to be consistent with damage from clavicular crush. The lead was explanted and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.